Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure and when trying to use the maryland bipolar forceps instrument, the surgeon said when he moved the instruments, the instrument was doing something different than what he was trying to do. The procedure was otherwise completed with no reports of patient injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current provided information, the cause of the alleged of non-intuitive motion problem when trying to use the maryland bipolar forceps instrument remains unknown. The maryland bipolar forceps has not been returned for failure analysis testing. Therefore the root cause of the reported failure has not been identified. Should additional information become available, a supplemental MDR will be submitted. No image or video clip for the reported event was submitted to isi for review. A review of the system logs for the event date of (B)(6) 2022 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is considered a reportable event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the customer alleged failure mode could not be determined. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.